Manufacturer narrative:
H3/h6: analysis found that the returned tracker received known good instruments without issue. However, with markers attached and fully seated, the tracker displayed a good geometry error but a high divot error. The array had been damaged causing the high divot error. Codes b01, c07, and d02 are applicable. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used in a sacroiliac and thoracolumbar procedure. It was reported that the grey tracker did not rotate and could not be removed. After tapping with a hammer, the tracker was then removed. The operation was performed by using another colored tracker. No health damage. There was a surgical delay of less than 1 hour.